Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was facing an issue with unexplained no delivery alarms. It was reported that the customer received frequent calibration requests on the transmitter and pump was rejecting new batteries. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue to use the transmitter or not. The transmitter will not be returned for analysis.